Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/15/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve was seized up in the ar-9676 drive shaft. This occurred during a reverse total shoulder on (B)(6) 2024 when the inner shaft seized and got stuck in the 10-degree augmented reamer shaft. After the case they were able to pry them apart, but both instruments are sacrificed and won¿t work properly.

Manufacturer narrative:
One unpackaged ar-9676 angled reamer drive shaft batch number: 022333 was received for investigation. The mating part ar-9597-20 angled reamer sleeve batch number: 37622233 was received separately from the angled reamer drive shaft. Upon visual investigation, it was noted that the ar-9676 had significant wear and tear and had striations along both the distal and proximal ends of the device. The hudson connector of the device also had notable damage. The most likely cause for this can be attributed to misuse due to the damage to the device. Functional testing was performed with an ar-9597-20 angled reamer sleeve batch number: 37622233 and it was noted that the ar-9676 was met with friction and was not able to smoothly attach and detach from the ar-9597-20 angled reamer sleeve. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument. Refer to investigation photos. Complaint was confirmed.